Event description:
The manufacturer received this report from another country. Mea procedure performed in 2006. During fundal sweeping the physician noted a drop in temperature and forward advancement of the applicator and therefore, subsequently aborted the treatment. Laparoscopy confirmed uterine perforation. Diathermy was used to stop bleeding at the site of perforation. No further injury noted.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures. This event occurred outside the us; in the us, if a myometrial wall thickness is not entered into the mea system then the mea treatment could not be initiated.